Event description:
Patient's wife reported that her husband had this pump implanted in 2005 for pain. Patient will pass out several times while on a recliner. He developed pressure sores and an infection that has spread to his bones and blood. Patient is on antibiotics with no positive outcome. The pump was on class one recall and was explanted and replaced with another of the same model in 2012.